Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was unresponsive. It was noted that the down arrow keypad button was clicking and springing back as expected. The patient stated that the rubber keypad was intact and all other keypad buttons were responding. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts and the keys did not have normal spring back or click.